Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was sticking and could not open. The field service engineer (fse) found that the main drawer was unable to open and replaced the drawer slide rail. After the replacement, the drawer was able to recover and opened and closed smoothly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer was sticking and was unable to recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.